Manufacturer narrative:
Section b5: the patient's (B)(6) 2021 admission for gastrointestinal (gi) bleeding is reported under MFR # 2916596-2021-04861. The internal file numbers used in section b5 of the initial report can be ignored. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event details: information was extracted from (B)(4): it was reported that the patient was hospitalized on (B)(6) 2021 for gastrointestinal (gi) bleeding (addressed under (B)(4)). The patient was re-admitted for gi bleeding on (B)(6) 2021. The patient underwent esophagogastroduodenoscopy/enteroscopy on (B)(6) 2021. The studies had the following findings: the gastroesophageal junction and examined esophagus were normal. A single 4 mm sessile benign-appearing polyp was found on the anterior wall of the gastric antrum. A single 1.5 mm to 2 mm angioectasia with no bleeding was found in the third position of the duodenum. To prevent bleeding post-intervention, one hemostatic clip was successfully placed (magnetic resonance conditional). There was no evidence of significant pathology in the entire examined portion of the jejunum. The patient reported black stools at home and weekly serial hemoglobin dropped from 9.4 to 7.0. The patient was feeling tired with shortness of breath on exertion. The patient was transfused in the hospital and had undergone intravenous proton pump inhibitors therapy with intravenous protonix and sandostatin. Patient was discharged home on (B)(6) 2021. Patient was followed up with hematology as outpatient and hemoglobin was stable at 10.3. He received intravenous iron in his office. The plan was to start him on octreotide subcutaneous injections if his hemoglobin continued to drop.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.